Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer logged into hardware test application and attempted to open the lid, but the cubie position turned red. While the cubie released, the lid remained closed. The system was rebooted to the medstation application, and the customer recovered by ejecting the cubie and unloading the medication. The customer will replace the cubie pocket. Medications were successfully retrieved from the malfunctioning cubie, and the half height cubie drawer boards were updated from firmware version 1.48 to 1.49 in hardware test application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.